Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was interrogated and found to be at elective replacement indicator (eri). This device has been in service for approximately 4 years. An allegation of premature battery depletion has been made against this product. A guidant technical services (ts) consultant recommended returning this device following explant, so that analysis can be conducted to determine appropriateness of battery depletion rate. To date, there have been no reported patient symptoms associated with this clinical observation.